Event description:
Allegedly femur had to be recut (distally). In summary, they found the distal femoral resection depth insufficient and required a recut several times by moving the blocks and/or pins.

Event description:
Surgery was extended more than 30 minutes.

Manufacturer narrative:
Surgery was extended more than 30 minutes.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.